Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00076 (mcghan medical corp #1026800). This is the first MDR submitted for the first suspect product. A pt was skin tested in the right forearm with 16 march 2000 with negative results. The pt was treated in the nasolabial folds with one formulation of collagen layered with a second formulation of collagen. It was the initial use for both syringes and the adg needle in both cases. The treatment was uneventful and both pt and injector were pleased with the results. Three weeks after the treatment the pt began to have swelling and itching bilaterally at the treatment sites. Pt was seen in the office 15 may 2000 and the "puffiness" was palpable at the lower end of the nasolabial folds near the oral commisures. The pt denies erythema, induration, or bruising. The physician prescribed topicort, topical lotion and oral reactine.